Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 225cc siltex chp lumera gel implants, suffered left central breast and chest pain, post procedure. The patient had a CT scan on (B)(6) 2020 and it was found that there was several prominent right internal mammary lymph nodes measuring 7 mm. No definite cause of chest pain was found and the patient was recommended for further testing. On (B)(6) 2020, the patient had a mammogram and ultrasound. Mammogram did not find results consistent with the CT scan but the ultrasound found right axilla masses, measuring 0.5 cm to 1.5 cm, representative of silicone laden lymph nodes. It was suggested that this was evidence of some element of implant rupture existing. As a result, the patient underwent bilateral removal and bilateral replacement with two non-mentor gel implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis. Complications on the right breast implant was reported under mrn: 1645337-2020-16241.